Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not properly reading batteries) has been confirmed. Upon investigation the monitor failed incoming functionality testing and was unable to properly communicate with an inserted battery pack. The cause for the failure was isolated to a shorted u903 amplifier on the computer/analog pca. The root cause for shorted u903 amplifier could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was not properly reading inserted battery packs.